Manufacturer narrative:
The device's manufacture date is unknown. The investigation is in progress.

Event description:
A medtronic rep reported that while in navigate, using a treon running mach cranial v.5.2.5, the software froze. The images were frozen on the screen. This forced a hard shutdown. After the system restarted the screen went black for 3-4 seconds and then went into power save mode and was frozen. Neither the mouse nor keyboard were responsive. They had to do another hard shutdown. No impact on pt outcome was reported.